Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter called to report that the replacement insulin pump was causing high blood glucose levels. The customer's reading was 600 mg/dl. The caller stated that the customer could not read the display due to it being too dark. The caller was unable to troubleshoot due to the customer not being present. Nothing was replaced or returned for analysis.